Manufacturer narrative:
(B)(4). Concomitant products: 6f unknown sheath and a 6x24 palmaz genesis, followed by a self-expanding stent. The product is coming back but not yet received. Additional information will be submitted within 30 days of receipt.

Event description:
During the stenting to the right iliac artery, it was reported that the palmaz genesis would not expand. There was no difficulty removing the device from the patient. We decided to use 6x24 palmaz genesis, followed by a self-expanding stent. There was no report of patient injury. The device was stored, inspected and prepped per IFU. During prep, the stent was not manipulated. Approach was made with a 6fr sheath. There was some difficulty crossing the lesion. The catheter was not in an acute bend. The device looked kinked when it was pulled out. The target vessel was calcified. The device will be returned for analysis.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during stenting to the right iliac artery, it was reported that the palmaz genesis would not expand. There was no difficulty removing the device from the patient. We decided to use a 6x24 palmaz genesis, followed by a self-expanding stent. There was no report of patient injury. The device was stored, inspected and prepped per IFU (instructions for use). During prep, the stent was not manipulated. Approach was made with a 6fr sheath. There was some difficulty crossing the lesion. The catheter was not in an acute bend. The device looked kinked when it was pulled out. The target vessel was calcified. The device was returned for analysis. A non-sterile unit of a long gen / pro 59 x 60 bil 80cm stent delivery system was returned. Per visual analysis, a slight kink was observed at 18.6 cm from tip. No other anomalies were observed. Per functional analysis an attempt to inflate the balloon was unsuccessful. A lab sample 0.035¿ emerald guide wire was inserted through the catheter wire lumen via tip. Then, an inflator/deflator device was attached to the inflation lumen of unit and pressure applied. However, balloon did not inflate. The inflation lumen seemed obstructed. The device was inspected under x-ray for blocked inflation lumen sections. A 0.014¿ lab sample guide wire was inserted through the inflation lumen. Guide wire was inserted up to the proximal seal section where it stopped due to an inflation lumen blockage. Dimensional analysis to verify the balloon diameter was not performed as the balloon could not be inflated. Per microscopic analysis the unit was cross-sectioned at the affected (blocked) area and observed under microscope. An apparently saline solution obstruction in the inflation lumen was found. Per ftir analysis it is concluded that the foreign material found is mainly composed of polyethylene. Additional investigation was performed in order to conduct a sds line process assessment. Per assessment it is concluded that the sds line includes process controls to detect obstructions of the catheters lumens (inflation and guide wire lumens) the foreign material found in the unit is external to the manufacturing process. A device history record (DHR) review of lot 17335265 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) kinked/bent¿ was confirmed through analysis of the returned device due to the slight kink observed on the device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (calcification) and procedural factors (difficulty crossing the lesion) may have contributed to the reported event. The reported ¿stent underexpanded - (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, the presence of foreign material (polyethylene) in the inflation lumen prevented the inflation of the balloon, as confirmed by analysis of the device. The origin of the polyethylene plug is unknown but following analysis of the production line it is highly unlikely to be a product of the manufacturing process; therefore it is probably a result of procedural factors. According to the IFU ¿prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Measure the length of the target stricture to determine the length of stent required. Size the stent length to extend slightly proximal and distal to the stricture. The appropriate stent length should be selected based on covering the entire obstructed segment with a single stent. Note: should more than one stent be required, place the stent most distal from the puncture site first, followed by placement of the proximal stent in tandem. Measure the diameter of the reference duct to determine the appropriate size stent and delivery system. Open the outer box and reveal the inner package containing the tray with the stent and delivery system and introducer tube. Open the inner package and carefully extract the tray with the stent and delivery system and introducer tube. Hold the tray in one hand. With the other hand, gently grasp the hub and carefully remove the stent/delivery system from the tray. Remove the introducer tube from the tray and discard the tray. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Attach a syringe, open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. Close the stopcock to the inflation port. Remove the syringe. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed. Connect an inflation system. Open the stopcock and slowly fill the inflation lumen and the balloon with diluted contrast medium. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.